Manufacturer narrative:
Device out of warranty; no request for manuf. Service of unit. Device out of warranty; no serv request.

Event description:
The customer reported the remote alarm connector jack on the ventilator's main board was not functioning properly. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to perform a test of the remote alarm function, and the customer reported the test failed. The customer reported that the alarm connector on the main pcb board was loose. The pse advised the customer to replace the main pcb board to address the reported problem. A failure to signal the facility remote alarm may be detrimental to the patient when in use.